Manufacturer narrative:
A medtronic field service engineer (fse) went to site to troubleshoot issue. Low battery error on pendant, motion battery failure. Batteries ordered, and replaced 8 motion batteries. Also ordered and replaced a position controller. System tested and put back into use. Position controller sent back to manufacturer for evaluation. Unable to confirm reported problem "3d confirmation spin the whole gantry was shaking and it would not spin."imaging in both 2d and 3d was successful, as was all motion. No problem found. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called to report that they were attempting to take a 3d confirmation spin. The whole gantry was shaking and it would not spin. They attempted to open the door and it would not open. Re-booted the system and the door still would not open. Troubleshooting: -reboot, not successful. -door override button, not successful. -manually opened the door. There was no impact on patient outcome.